Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 600 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Customer also reported a motor error alarm with additional occurrences in the history, and large air bubbles in the tubing. Blood glucose level at the time of the incident was 215 mg/dl. The insulin pump was not replaced or returned for analysis.